Event description:
The complainant reported the patient was on impella rp flex support when the pump had lower than expected flows. The echocardiogram was performed and the physician felt that the patient had recovered enough to explant pump. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Data logs were reviewed, and low flows were confirmed to be occurring for the entirety of the case. There was also a marked further drop in pump flows. Looking closer at this step down in pump flows and step up in placement signal, it can be seen that it is preceded by a distinct period of noise in the placement signal/mean pump flow along with a small motor current spike and motor speed deviation. This all occurs without a change in p-level. Following the motor current spike there is a 1.5 minute rise in purge pressure to 1058 mmhg, which resolves quite quickly. These are all indications that biomaterial was interacting with the pressure sensor, then got wrapped up around the impeller/purge gap, starting a spike in purge pressure. Returned product was investigated and a large amount of biomaterial was found to be wrapped around the impeller and in the purge gap. Visual inspection also noted that there was a kink in the catheter just proximal to the motor housing and a kink in the cannula as well. The kink in the cannula could potentially have played a roll in the low flows throughout the entirety of the case, but the biomaterial ingestion signature in the data logs on the same date that the complaint was reported indicates that the root cause of the reported low flows was due to biomaterial ingestion. Additionally, the cannula kink was not reported per the clinical, so there's potential that occurred during explant and packing of the device.